Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: two sealed 32g x 4mm pen needle shippers, thirteen sealed 32g x 4mm pen needle cartons and two sealed 32g x 4mm pen needle polybags along with four photos were returned from lot. No. 2103180, cat. No. 320136. Visual examination was carried out on the returned samples and photos and missing print was observed on the two loose pen needle polybags and nineteen polybags from the thirteen cartons returned. No issues were observed with the samples in the returned shippers. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue is supplier related. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the label was missing information. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer (pharmacy) reported that information that should be printed was found to be missing on several polybags upon opening of the shelf carton.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the label was missing information. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer (pharmacy) reported that information that should be printed was found to be missing on several polybags upon opening of the shelf carton.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.